Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced a loss of stimulation on their left side from their implantable neurostimulator (ins). An impedance test that was performed showed electrodes #1, 2, 3, 4, 5, and 6 were out of range (>40000 ohms). The cause of the high impedances was not determined and no lead fractures were noted. Reprogramming around the affected electrodes by the manufacturer¿s representative was performed on (B)(6) 2014 with the result that they were able recapture the coverage on the left side for the patient. The patient was reported as doing ¿good¿ and receiving effective therapy. If additional information is received, a follow-up report will be sent.